Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent overnight hypoglycemia for several consecutive nights while using the ilet system, with blood glucose reportedly dropping to 40 mg/dl and rebounding after oral carbohydrate treatment before falling again; the user reported using usual or less-than-usual meal announcements and treated lows with approximately 15 grams of carbohydrates every 15 minutes. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included oral glucose administration at home without the need for medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed an unclear cause with no confirmed device malfunction identified based on available information. It was concluded that the event was consistent with hypoglycemia of unclear etiology and that user education and counseling on low management were provided.